Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the catheter, which had been in place for more than 15 years, broke close to the pump. The healthcare provider (hcp) decided not to touch the old catheter, and instead implanted a totally new system in place on (B)(6) 2019. It was stated the procedure went well. There were no reported symptoms. Further complications were not reported or anticipated.

Event description:
Additional information was received. The catheter break was identified on (B)(6) 20198 in the accident and emergency department (a<(>&<)>e). CT (computed tomography) was mentioned. The patient was reported to have experienced increased spasticity, constant spasms, involuntary movement, anxiety, discomfort, cramps, withdrawal from baclofen infusion. In the a <(>&<)>e, there was a 3 day history of spasms in both lower limbs which were partially resolved with oral baclofen. The patient also complained of itching, but denied any abdominal pain, nausea, vomiting, loss of consciousness (loc), or recent illnesses. No contributing factors to the catheter break were identified. The pump was infusing baclofen (1714 mcg/ml at 857 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.